Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported leak and spray from a tiny crack in the IV tubing (crack in the hub where the syringe attaches) during a normal saline flush infusion. A puddle of fluid was noted below the IV pump. The tubing was changed and the medication administered. Event occurred in pediatric ICU. There was no patient harm or medical intervention. No additional information was provided.